Event description:
It was reported that the patient underwent a hysterectomy and surgical procedure to treat stress urinary incontinence on (B)(6) 2006 and mesh was implanted. The patient experienced pain, urinary tract infections, incontinence and dyspareunia. In (B)(6) 2011, the patient had an ultrasound which revealed mesh protruding through the bladder wall. The patient was seen by dr. (B)(6) at (B)(6) medical center in (B)(6), and on (B)(6) 2011, underwent a cystoscopy with mesh removal, bladder repair, and suprapubic tube placement. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that after implantation patient experienced pain, extrusion, erosion, infection, organ perforation, fistulae, recurrence, bleeding, dyspareunia, vaginal scarring, and neuromuscular, urinary and bowel problems. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02588. The same patient is represented in each medwatch.

Manufacturer narrative:
Dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).

Manufacturer narrative:
Date sent to the FDA: 11/15/2016. (B)(4). It was reported that following insertion the patient experienced vaginal itching and burning sensation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.